Event description:
It was reported by the aci distributor that a patient underwent an interventional coronary procedure on (B)(6) 2012. Following the procedure, the physician who is in training, selected the mynx vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back. The device was removed and a second device was deployed successfully. The patient was ambulated and discharged to home with no reported clinical sequela. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 6mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr was not possible as the lot number was not provided.